Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that a non-critical pump alarm occurred and a volume discrepancy was observed during refill on 2015 (B)(6). The doctor saw the patient in a local emergency room (ER) due to the patient stated that an alarm was going off and the patient felt she was not getting medication. There were no withdrawal symptoms noted. The patient was to have a low reservoir alarm around 2015 (B)(6) and the patient did not show for the appointment. The doctor office tried several times to contact the patient. During the refill, the expected residual volume (erv) was 0ml while the actual residual volume (arv) was 20ml. The cause of the discrepancy was unknown. The pump was assessed and had a full reservoir when it should have been empty. The doctor stated that the programming appeared correct and he did not read the pump logs. The pump was refilled and reprogrammed, but began to alarm again. The patient had been given oral baclofen at a previous appointment when she was trying to decide if she wanted the pump replaced. End of service (eos) was to be 2015 (B)(6). The patient had decided to have the pump replaced and the doctor office was waiting for one of their surgeons to return from a medical leave. The patient experienced increased spasticity. It was noted that the patient was having some personal problems finding appropriate living quarters. It was requested that a company representative meet with the patient and the physician assistant (pa) to interrogate the pump and read the logs to see if there was anything apparent. The representative contacted the patient on 2015 (B)(6) and the patient reported a very intermittent beep, not the critical alarm. The patient wanted the pump replaced because she could tell she was not able to walk as well without the medication. At the time of the report, the patient had not recovered and the symptoms/issues were ongoing. The patient was scheduled to have the pump replaced. The device system delivered lioresal. Additional information has been requested but was not available at the time of this report.